Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they had been unable to use the devices for about 10 days to bolus. The patient asked for a replacement and mentioned that the handset used to show the blue arrow page but now they couldn't get the page. The agent had the patient turn on the handset and communicator and connect to their pump. The patient confirmed they were able to connect to their pump and the blue arrow page showed and they were locked out for 3 hours with 4 boluses left. The agent suspected the connection lag issue and tried to give instructions in deleting the storage/data. During the first attempt, the patient was unable to find the settings on the handset. The agent tried to get the handset serial number and version of the app, but the patient had a difficult time going to the right screen multiple times. The patient expressed frustration and asked again for a replacement. The agent informed the patient that the external devices were working as they were able to connect to their pump and bolus. The agent reviewed the connection lag issue with patient and the patient attempted again to delete storage/data. The patient then confirmed they were able to delete data.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 4 boluses per day and they had been unable to get their boluses for 5 days because the screen would not proceed to the bolus screen. The patient stated that the screen would get stuck at 90%, and ¿a gray banner would appear on the screen¿, but the patient was unable to identify the message. The agent reviewed data and assisted the patient with deleting the data after which the patient was able to connect to the pump and saw a lockout message for 55 minutes. The agent advised the patient to monitor and call back if further assistance was needed.